Manufacturer narrative:
On december 5, 2024, the mentor failure analysis lab received the device for evaluation. Per device received, lot number under field d4 has been updated to "6649579". D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant ((B)(6) 2012) is prior to the manufacturing date (november 1, 2012) of reported lot number 6649579. Multiple follow ups have been completed. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. On december 20, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant had a tear within an area of shell abrasion on the posterior view, measuring approximately 4.0 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 425cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, and right side capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral replacement surgery with catalog number 3504254bc; serial number (B)(6) on the right side, and with catalog number 3504254bc; serial number (B)(6) on the left side on (B)(6) 2024 . This medwatch report is for the patient¿s left-sided device.